Event description:
Nurse was preparing to spike the IV bag. Nurse pulled "set" ring to remove plastic seal over spike port. The ring separated from the seal. Nurse obtained another bag and proceeded to set up IV. No adverse patient event.